Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the device was leaking and had image failures for an olympus laparoscope, gynecologic. There were no reports of patient harm.